Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed, but there were no meter values on dates of issue for investigation. Receiver tested on global receiver functional test station and resulted in no failures. No issues related to the complaint were observed in the course of the log review. The reported inaccuracies could not be confirmed. A root cause could not be determined.